Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 8 (cat8) and non-penumbra sheath. During the procedure, the physician made multiple passes using the cat8. While attempting to make another pass, the physician experienced resistance while advancing the cat8 through the sheath. Consequently, the cat8 became kinked towards the proximal end near the hub. Therefore, the cat8 was removed. The procedure was completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.